Manufacturer narrative:
Batch review performed on 29 december 2016. Lot 157010: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, few weeks after primary cementless tha. This event may be the consequence of the intraoperative bone weakening, a normal side effect of femoral preparation. In this case there is no reason to suspect a malfunctioning device. Not explanted.

Event description:
The patient came in complaining of pain. The surgeon noticed the patient fractured his femur. The surgeon cabled the fracture. The surgery was completed successfully.